Manufacturer narrative:
As reported, the end of the 5f 100 cm tempo vertebral (vert) catheter was found broken and chipped when the instrumentation nurse opened the contrast catheter during the procedure and another tempo catheter was used to complete the procedure. There was no reported patient injury. The device was stored and handled according to the instructions for use (IFU). There was no device damage noticed prior to opening the package or difficulty removing the device from the sterile packaging. Three (3) pictures were received for review. Two of them show the package labeling. The third image shows a luer hub, which appears to have a splintered condition on the proximal side of the component. A non-sterile catheter ¿cath tempo 5f ver 135° 100cm¿ was received for analysis. During visual inspection, a splintered condition and a cracked line were observed on the hub. Sem analysis was not performed because the damages associated with the crack are visible with the magnification obtained with a vision system. The cracked and splintered area on the hub presented evidence fatigue striations. Fatigue striations found on the hub material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to the cracked and splintered. The complaint reported by the customer as ¿luer hub~ splintered¿ was confirmed, a splintered condition and a cracked condition was observed on the luer hub. The exact cause of the observed damage could not be conclusively determined during the analysis. It is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to the cracked and splintered. Procedural, storage, or handling factors may have contributed to the failure as reported. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged. Exposure to temperatures above 54° c (130o f) may damage the catheter,¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.

Event description:
As reported, the end of the 5f 100 cm tempo vertebral (vert) catheter was found broken and chipped when the instrumentation nurse opened the contrast catheter during the procedure and another tempo catheter was used to complete the procedure. There was no reported patient injury. The device was stored and handled according to the instructions for use (IFU). There was no device damage noticed prior to opening the package or difficulty removing the device from the sterile packaging. Three (3) pictures were received for review. Two of them show the package labeling. The third image shows a luer hub, which appears to have a splintered condition on the proximal side of the component. The device was returned for evaluation. The unit was inspected focusing on the luer hub area observing a splintered condition and a cracked line.